Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported tip separation and the treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A 6.5x120mm supera self-expanding stent system (sess) was advanced without resistance toward the target lesion and the stent was deployed. Using fluoro, the delivery catheter was removed without resistance and the catheter tip separated and remained in the patient anatomy. A snare device was used to successfully retrieve the catheter tip from the patient anatomy. The thumb slide was fully retracted to the start position and both the system and deployment levers were locked prior to removal. There was a delay in the procedure but there was no adverse patient effect. No additional information was provided.